Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026, it was reported that the patient was on a train travelling from washington dc to new york (ny), with her daughter and son-in-law when she suddenly passed out without prior symptoms. Around 8 minutes before they arrived at the ny station, she checked her cgm reading and it was showing 76 mg/dl, and she was not feeling symptoms. She ate a peanut butter cracker in preparation of the long walk in metro. However, when they arrived at the ny station, she suddenly passed out and when daughter checked her cgm at that time, it had dropped to low. Her daughter then administered a glucagon without bg test. A staff in the amtrack train ny station called an ambulance which transported her to the emergency room (ER). No medication and no bg test was done at the ambulance. When she arrived at the ER, her bg was measured 90 mg/dl while her cgm had gone up to 240 mg/dl. The patient wasn't given any treatment and was discharged after 3 hours feeling fine with a normal bg reading (unspecified value). No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the patient's blood glucose were checked and it was reported to fall within the c zone of the parkes error grid. No additional patient or event information is available.